Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: the reported event of air in the circulatory system is unable to be confirmed, no equipment was returned for analysis; however, additional information indicated that the event was not due to a device related issue. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with ventricular assist devices. The perfusionist reported that the patient had air in the system, arrested and expired. On (B)(6) 2014, the right pump had a "flow sensor failure." This was accompanied by what sounded like a "swooshing" sound. The flow probe was taken off the left pump and put on the right pump tubing to see if a flow could be read. Initially it worked, but then it failed. Prior to this happening, the lines were not chugging and the patient had not been moved. Another flow probe was brought into the patient's room, but was not able to read flow either. The patient then went into vfib arrest and expired. No cracks were visualized on the right pump or left pump circuit. No gross clots were visualized within the system. No cannula will be returned and no autopsy was performed. The cannula was another manufacturer's product.

Event description:
Additional information was received from the hospital perfusionist indicating the hospital does not feel that the event is equipment related. In addition it was stated that the devices will not be returned. Further information was received from the hospital surgeon indicating that ¿the luer-lock connectors/infusion lines were never utilized, but were attached to the rvad circuit. They were placed to utilize for dialysis, but were never used."